Event description:
(B)(4) observational post-market clinical study ¿ evolution® biliary stent system ¿ uncovered this observational, multi-center, post-market study was designed to collect retrospective data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent evo-b uncovered stent placement from 2014 through 2019 at 2 participating clinical sites in france. The earliest procedure of study stent placement occurred on (B)(6)2014, and the latest procedure occurred on (B)(6)2019. Only 1 device issue (stent fracture) was assessed by the site to be due to device deficiency and occurred during the index procedure (day 0); this device was used in an off-label (use error) manner due lack of fluoroscopic monitoring during placement, and did not lead to death. It would be considered a use error/off-label use while deploying a stent without fluoroscopy. This file will capture (B)(4) stent fracture with use error. Patient outcome was unknown.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evolution® biliary stent system ¿ uncovered device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and it created in response to a pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0056) states the following: ¿stent should be placed using fluoroscopic and endoscopic monitoring¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the study it is known that the stent was placed without fluoroscopic monitoring. As per the IFU ¿stent should be placed using fluoroscopic and endoscopic monitoring¿. This led to the stent fracture reported during the index procedure. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of (B)(4) used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the study, no adverse effects were reported as a result of this occurrence, severity of +2 assigned by medical advisor.

Event description:
A supplemental report is being submitted due to completion of the investigation on 18 jun 2025.